Manufacturer narrative:
(B)(6). Device manufacture date: august 14, 2015 ¿ august 17, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed the direct cause of the flow problem was due to crystallized drug blocking the fluid path at the distal end of the glass capillary located inside the flow restrictor. Since the cause of the flow problem was due to crystallized drug, the folfusor device was determined to be conforming product. The reported condition of no flow was verified; however, the cause of the reported condition was determined not to be related to the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a large volume folfusor. The device was filled with 115 ml of fluorouracil diluted with 77ml 5% glucose. The fill volume was 192 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.